Manufacturer narrative:
The device was used for treatment not diagnosis. Implant date: unk. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and broke a non-locking wrist fusion plate and 1/3 tubular plate. At an unspecified time in the past, a different physician implanted the non-locking wrist fusion plate and the 1/3 tubular plate to extend the fixation. The patient fell and fractured the distal radius, breaking both plates. On (B)(6) 2014, a revision for hardware removal and wrist fusion was completed by replating the fracture with a 2.4 locking compression plate (lcp) dia-meta plate using a volar approach. There was no extension of surgical time during the revision. The reduction and patient were reportedly looking great. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.